Event description:
It was reported the customer's insulin pump had a button error alarm. The customer stated the insulin pump was not dropped, bumped, or exposed to moisture. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.